Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
The customer reported he has had multiple infusion set fall off. Customer reported an elevated blood glucose of 400 mg/dl. Although requested, additional information was not provided.